Manufacturer narrative:
Section d9 was updated due to device evaluation. Correction to initial report (due to device evaluation) section h6 evaluation code method - remove b21 and add b01 result code - remove c21 and add c13 conclusion code - remove d16 and add d15 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator shutdown when the power cord was removed from the electrical outlet, and the unit generated a buzzer alarm. The device was available for evaluation. During inspection service personnel (sp) was unable to reproduce or confirm the reported event. The sp replaced the power management printed circuit board as a preventive measure and replaced the upper housing and battery cover due to deterioration and discoloration. The unit passed all the required tests and calibrations as per manufacturer specification. The likely cause of the event could not be determined as the reported event could not be confirmed or duplicated. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as follows: it was reported that while in use on a patient, the pb560 ventilator shutdown when the power cord was removed from the electrical outlet, and the unit generated a buzzer alarm. The ventilator did not continue to deliver breaths to the patient but ventilation was restored after a few seconds. The patient was not injured as a result of the reported event.

Manufacturer narrative:
Additional information section b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the pb560 ventilator shutdown when the power cord was removed from the electrical outlet, and the unit generated a buzzer alarm. The ventilator did not continue to deliver breaths to the patient but ventilation was restored after a few seconds. The patient was not injured as a result of the reported event.

Manufacturer narrative:
Section was updated due to part return section evaluation code method - additional code added device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator shutdown when the power cord was removed from the electrical outlet, and the unit generated a buzzer alarm. Based on available information, the unit had above 90% battery level at the time of the reported issue; however, it was identified in the log review that the ventilator did not switch to battery source. The device was available for evaluation. During inspection service personnel (sp) was unable to reproduce or confirm the reported event. The sp replaced the power management printed circuit board as a preventive measure and replaced the upper housing and battery cover due to deterioration and discoloration as an additional issue. The unit passed all the required tests and calibrations as per manufacturer specification. During inspection service personnel was not able to reproduce the reported event. The logs were reviewed and found that the unit did not enter battery, replaced the power management pcb (printed circuit board) as a preventive measure. Also, replaced the upper housing and battery cover because of the deterioration and discoloration as an additional issue. Unit passed all the required tests and calibrations as per the service/repair manual. One power management pcba was returned for further analysis. The returned power management pcba was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation found the reported issue was confirmed in memory and could not determine the cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the pb560 ventilator shutdown when the power cord was removed from the electrical outlet, and the unit generated a buzzer alarm. The ventilator did not continue to deliver breaths to the patient. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Patient information and initial reporter information cannot be provided due to the restriction by the japan privacy regulation. Japan medtronic personnel reported the event to manufacturer on behalf of the customer. Secion g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.